Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator experience asystole for an unknown period of time during an angioplasty procedure. The patient had to be externally paced. The local field representative (fr) submitted a save to disk to technical services (ts) for review. Device memory analysis indicated that there were no resets in the device or any abnormal response during the angioplasty procedure. No noise was noted. A root cause for the asystole during the angioplasty procedure was not able to be determined. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.